Manufacturer narrative:
A ge rep evaluated the system and determined the high voltage cable needed to be replaced. Part was ordered. Customer replaced the cable. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported that when the system is rotated, the image disappears. No pt injury was reported.